Event description:
Additional information received reported that the etiology was noted as related to the lead which was connected to the implantable n eurostimulator (ins).

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was implantable neurostimulator (ins) migration. The clinical diagnosis was unsatisfactory analgesia secondary to fall. The outcome was resolved without sequelae. Interventions included reprogramming. The event resulted in an unscheduled clinic or office visit. The etiology was noted as related to the device or therapy and not related to the implant procedure. The patient reported stimulation problems post fall on (B)(6) 2015. Relevant medical history included: non-malignant pain, failed back surgery syndrome, degen disc disease/herniated disc pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was unsatisfactory analgesia secondary to fall.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient complained of difficulty recharging and increased pain post-fall on (B)(6) 2015. The patient reported on (B)(6) 2015. The neurostimulator was reprogrammed on (B)(6) 2015 and the event resulted in an unscheduled clinic or office visit. The event was unresolved with no further action planned. The event was possibly related to the device or therapy, specifically the recharge process and patient usability issues as the patient had difficulties with recharging. The event was not related to the implant procedure.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the exact device diagnosis had not been determined since lead migration was not confirmed via x-ray.

Event description:
Additional information from the healthcare professional of the clinical study reported that reprogramming was performed with the manufacturer on 2015-sep-17. Contact three had an open circuit. The previous groups were deleted and new groups were programmed around contact 3. The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.